Event description:
The customer stated the abbott axsym rubella igg calibration failed where error code 1111 (m-cal 1 check too high) was generated. The customer washed the probe and checked the optics. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.